Manufacturer narrative:
Based on the current information provided, the root cause of the reported complications cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. This complaint is being reported due to the following conclusion: within the journal article titled, ¿case reports of robot-assisted laparoscopic radical nephrectomy and inferior vena cava tumor thrombectomy,¿ it is reported that some patients experienced operative complications including intestinal obstruction (n=1), lymphatic fistula (n=1), heart failure (n=1), low hemoglobin level (n=1), and conversion to open surgery for unknown reason after undergoing da vinci-assisted radical nephrectomy an vc tumor thrombectomy procedures. At the time of this report, the causes of the complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the complications.

Event description:
On 14-mar-2022, intuitive surgical, inc. (Isi) became aware of the ¿medicine¿ journal article titled, ¿case reports of robot-assisted laparoscopic radical nephrectomy and inferior vena cava tumor thrombectomy¿ (ma, s., jia, w., et al., 2021). This observational study "aimed to summarize technical utilization, perioperative outcomes, and efficacies of robot-assisted laparoscopic radical nephrectomy" (ral-rn) and ral-rn with inferior vena cava (ivc) tumor thrombectomy. A retrospective analysis was performed on clinical data from a total of 20 patients who had renal cell carcinoma (rcc) with levels 0 to iii ivc tumor thrombus and underwent ral-rn and ivc thrombectomy from january 2017 to december 2019. Nineteen patients underwent robot-assisted laparoscopic ral-rn or ral-rn with ivc thrombectomy. Within the journal article, the following complications were reported: 1 patient was converted into an open surgery; 1 intestinal obstruction; 1 lymphatic fistula; 1 heart failure, and 1 low hemoglobin level. The study revealed collectively that ral¿rn and ivc thrombectomy has been proven to be safe and effective for management of rcc involving ivc. The authors concluded that ral-rn and ivc thrombectomy renders good safety profiles including minimal invasiveness, low estimated median blood loss, short hospitalization, low morbidity, and quick renal function recovery. Intuitive surgical, inc. (Isi) has reached out to the author to obtain additional information, but has not yet received a response.